Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, although the programmer stated that the magnet rate was 98.5 ppm, both surface ECG and iegm showed a measured magnet rate of 94.5 ppm. A software download was suggested and planned for the patient's next follow-up.